Manufacturer narrative:
Section h6 medical device problem codes: correction. "2981 - material twisted/bent" removed. Manufacturer's investigation conclusion: the report of an outflow graft obstruction was confirmed based on CT images submitted for review. The customer reported that the patient presented with low flow alarms but remained asymptomatic. The submitted CT images appeared to show a deformation of the outflow graft in the area underneath the bend relief. Photographs from the explant procedure showed tissue on the exterior of the graft, but the underlying shape of the graft was not visible. (B)(6) was returned with the sealed outflow graft and bend relief cut adjacent to their respective hardware. The severed portion of the graft, including the portion with the reported obstruction, was not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formation that would have contributed to the reported. The lvad log files retrieved from the pump showed estimated flow values in the 1.6lpm to 3.0lpm range while the pump was operating at 6000rpm, which is consistent with the reported low flow alarms and outflow graft obstruction. The specific root cause of the outflow graft obstruction could not be determined. A corrective action has been opened to further investigate this issue. It was also reported that the apical cuff was disassembled during the pump exchange. The three metal parts of the apical cuff assembly were returned for evaluation. Visual inspection of the parts under a microscope found deep scratch marks on all three of the parts, including in the areas adjacent to the seam where the press-fit components meet, and on the inner diameter of the center rings. The scratch makes appeared consistent with the use of tools on the hardware during the explant process. It appeared that the press-fit assembly was pried apart during the pump removal process. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing and quality assurance specifications. The surgical procedures section of heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with asymptomatic low flow alarms. Computed tomography (CT) and intravascular ultrasound (ivus) imaging revealed compression of the outflow graft (ofg) inside the bend relief and proximal to the pump. The patient was taken to the operating room for a left thoracotomy to address problems found from imaging. The surgeon made the decision to explant the pump. The clinical specialist provided images that showed the apical ring disassembled in addition to other information related to the pump explant. The ¿smallest¿ portion of the ring was adhered to the pump/tissue on the inflow conduit when the pump was explanted. The larger framing and struts of the sewing ring and middle ring came apart from the previously implanted felt while explanting the pump. The clinical specialist had a hard time viewing how the surgeon was explanting the pump due to the amount of personnel at the operating room table and the thoracotomy approach. The surgeon demonstrated how to release the slide lock with the t-tool prior to explant. The t-tool was used to open the slide lock. The surgeon stated that it was not difficult to open, but when the pump was disengaged the sewing rings came apart. The clinical specialist was unsure if any torque was used to aid in the disengagement and removal of the existing pump. The explanted pump, clip, and sewing ring were placed in a patient labeled specimen container to be sent back for analysis.